Manufacturer narrative:
This complaint was identified during a retrospective complaint review as meeting the criteria for an MDR and will be submitted to the FDA. (B)(4). The alleged faulty main printed circuit board assembly was returned to carefusion on 07/05/2015 and routed to the failure analysis lab for evaluation. The failure analysis lab evaluated the unit, and were able to duplicate the reported event. The root cause was isolated to bad resistor p608 100k on the main printed circuit board assembly.

Event description:
This complaint originated from a foreign distributor in (B)(4). The distributor reported the following: "motor fault event inop turbine". No pt involvement.